Event description:
Patient was revised to address pain and possible metal toxicity. It was also noted that the patient has a progressive neurological disorder.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.